Event description:
It was reported that the patient with this pacemaker claimed of device was migrating and leads were pulling. Patient then wanted to have device interrogated by a field representative. Boston scientific technical services (ts) explained that patient needed to go to emergency room to have device interrogated. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.